Event description:
Cervical locking plate screw and set screw were removed from pt because screw became loose. Physician stated he did not feel this product was defective but stated the manufacturer should be notified for product improvement potentials (ie screw threads in plate.)